Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was functionally tested using the handle and the cups would open but they would not close when the handle was used. No other anomalies were detected with the device. The forceps were be sent back to the supplier for further evaluation. The supplier provided the following information: one device from the reported event was returned in a zip type bag with proof of decontamination. The device does not open or close as reported. When the tip was disassembled, a broken, butt solder joint was discovered. The reported defect was confirmed. The device history records for the packaging work order (pwo) were reviewed. The date of manufacture for these assembly orders (aos) was january 2017. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint was a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use states: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was function tested using the handle and the cups would open but they would not close when handle was used. No other anomalies were detected with the device. The forcep will be sent back to the supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
The following was reported to cook on 03/21/2017: during an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forcep- spike. When the biopsy forcep was put down the endoscope, the user tried to open it by using the handle. The forcep would open but it would not close to take the biopsy. The forcep was pulled upright against the end of the endoscope, and then the entire endoscope and forcep device was pulled out with the open biopsy forcep. The handle was broken. The physician advanced the endoscope again and used a second forcep. The biopsy was taken and the procedure completed successfully. The following was received via the medwatch from the FDA on 03/22/2017 (mw5068376) and the user facility 04/03/2017 ((B)(4)): "during an egd procedure, surgeon wanted to take biopsies. Biospy forceps was introduced into the gif 190 scope, forceps remained open and was not able to close. Tried several times to open and close the forceps with the handle; tried to force it closed by pulling it back into the scope. This did not work. Forceps remained open. Due to product failure, surgeon had to remove the scope from the patient with the biopsy forceps opened all the way out."